Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was falling down. It was also reported that the right atrial (ra) lead exhibited far-field r-wave oversensing. Mode switches were noted. The ra lead remains in use. No further patient complications have been reported as a result of this event.